Event description:
Clinical trial it, was reported that after a coronary artery drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. The lesion being treated was a 3.0 mm, 100% stenosed mid right coronary artery lesion. The lesion was predilated. The physician then placed a taxus express 8.8% 3.5 x 16 mm drug eluting stent in the mid rca. No pt complications. The pt was discharged on 11/2004 on aspirin & plavix. On an unknown date the pt experienced moderate localized edema, swelling and hives. It is unknown if it is device or drug related. The physician is under the impression that the reaction is related to lisinopril. The pt has been given benadryl and has discontinued taking lisinopril. The reaction has not yet been resolved. Awaiting additional information from the site.